Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a saline leak from a crack in the right cylinder connecting tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported allegation related to a fluid leak from a crack in the tubing as the tubing was not returned. However, product analysis concluded that identified out of specification activation test and valve deactive state test of the pump was the most probable cause of the reported events. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block. No tubing was returned for analysis. The pump was functionally tested and out of specification for the activation test (2) and out of specification for the valve deactive state test. Product analysis concluded these activation issues and valve deactive state issues could affect the functionality of device as the reported mechanical issue. As the connecting tubing was not returned for analysis, product analysis was unable to confirm the reported allegation related to a fluid leak from a crack in the tubing. However, product analysis concluded that identified out of specification activation test and valve deactive state test of the pump was the most probable cause of the reported events. Product analysis confirmed pump malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen, based on the pump failure that was identified as out of specification for the activation test and valve deactive state test and was the most probable cause of the reported events. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a saline leak from a crack in the right cylinder connecting tube. Following the surgery, the patient was stable, improved and the event resolved.